Manufacturer narrative:
H.3., h.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Event description:
As initially reported by a non-healthcare professional on behalf of the consumer, it was observed that a white haze appearing on their contact lenses after using the new contact lens solution and consumer experienced blurry vision, scratch on eye due to contact lens and the dye test showed that 80% of cornea was affected. The current status of status of the consumer's eye was unknown at the time of this report. Additional information has been requested but not yet received.

Manufacturer narrative:
D4., h.3., h.6.: the actual complaint product was not returned for evaluation. The manufacturing review did not indicate that this complaint was due to the manufacturing process. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).